Event description:
The customer reported obtaining elevated access troponin I patient results above the normal range of the assay which they questioned for three patients. One patient produced results above the acute myocardial infarction (ami) cutoff of the assay on the access 2 immunoassay analyzer while repeat testing on an alternate method produced lower results within the normal range of the assay. Two more patient samples produced elevated results within the risk stratification range of the assay and repeat testing of both patients' samples on the alternate method also produced lower results within the normal range of the assay. Erroneous results were not reported out of the laboratory and the customer did not receive any report of patient injury or change to patient treatment in association with this event. All three patient samples were sent to beckman coulter for analysis. Investigation of the samples confirmed that elevated results for patient #2 (listed as 2/1 in the attachment) was due to sample sourced heterophile interference. Cause of the event is unknown for the other two patient samples.

Manufacturer narrative:
Method: patients' samples were evaluated for heterophile interference. Results: elevated results for patient #2 were due to heterophile interference. Conclusions : inconclusive. Cause of the event is unknown for two of the patient samples.